Manufacturer narrative:
Please note that this event was initially reported as a malfunction but further information confirmed that this event is no longer reportable. Intermittent light loss (flickering) noticed during a case may cause user inconvenience but should not result in any safety concerns. The procedure was completed successfully with no reports of adverse consequences, medical intervention or surgical delay. This should not result in any adverse consequences if it were to recur, therefore making this event not reportable.

Event description:
Intermittent light loss (flickering) noticed during a case may cause user inconvenience but should not result in any safety concerns. The procedure was completed successfully with no reports of adverse consequences, medical intervention or surgical delay. This should not result in any adverse consequences if it were to recur, therefore making this event not reportable.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of light (image) during a procedure.